Event description:
The customer reported that the monitor was freezing and turning black. This would result in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The customer was instructed to reboot the system. The system was then found to be operating as intended.